Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) reached a battery status of middle-of-life 1 (mol1) one year post implant. The battery is depleting faster than expected.